Event description:
It was reported that during a low anterior resection procedure the surgeon couldn't open the jaw after firing neither clasp the fourth firing or use the red button step. Then he used endo-gia to cut the tissue down. When psr went to the or, he found even "plastic to plastic" and still couldn't open it. Then he used two hands to clasp and heard a "click" and the gun was opened.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: cartridge. The analysis found that one ec45a device was returned in good visual condition with two fully fired cartridges. Upon evaluation, the reload was noted to have the right side alignment stop tabs damaged. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The manual switch worked as intended. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.